Event description:
It was reported that the customer received multiple altitude alarms. Customer was able to clear the alarms successfully and there was no impact to customer's blood glucose level.

Manufacturer narrative:
(B)(6) 2014 followup: customer reported that no additional altitude alarms occurred. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.